Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the patient's right (od) eye, the doctor noted the tip of the cartridge was deformed. It was stated that under a microscope they could see the cartridge was bent and split. They removed the cartridge from interfacing with the patient, with the lens still loaded inside the cartridge, and the doctor completed the procedure with a new cartridge and lens. No patient injury reported. Additional communication on 10/23/2015 confirmed that the cartridge tip was bent and under a microscope, they could see it was split (cracked). The account said they are able to identify the cartridges that are going to have this issue as around the tip of them they look more squeezed. The lens got stuck in the cartridge and did not actually have any patient contact, only the tip of the cartridge touched the eye. It was also confirmed that there was no patient injury and the surgery was completed with another lens. No other information was provided.

Manufacturer narrative:
The cartridge was returned to the manufacturing site for investigation. The cartridge was inspected at 10x microscope magnification. Visual inspection of the cartridge revealed a scarce amount of viscoelastic residue observed in the cartridge tip. The cartridge tip was observed broken with a hole and part of the cartridge tip was torn. Manufacturing issues were not observed based on the analysis of the returned cartridge. Complaint condition was verified. The cause of the complaint could not be determined. Manufacturing record review for the cartridge was performed. The manufacturing process was evaluated and the cartridges were manufactured within specifications. The cartridges were released according to specification. No non-conformance reports were issued during the manufacturing of the cartridges. Labeling review: the directions for use (dfu) provides adequate instructions and precautions for the proper use and handling of the cartridges and the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.